Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the upper case was broken, encoder was pushed inside of the device. Analysis also noted that the output connector assembly was broken, hanger assembly was broken, keypad was delaminated, one knob missing, lower case broken, main seal contaminated, and display wire was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the control knob on the external pulse generator was damaged. The device has been returned for service. There was no patient involvement.